Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-89542.

Event description:
It was reported that there was a leak in the reservoir and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 96 mg/dl. The customer declined troubleshooting the reservoir leak, which he noted leaked from the bottom; the customer thought that it was caused by the piston hitting the back at an angle. Advised that moisture exposure may contribute to device errors. No significant events leading to the alarm were observed. The customer's mother stated that he was able to rewind the insulin pump. She also reported that the customer had had diabetic ketoacidosis the day prior, but he did not end up in the hospital. The customer's mother declined troubleshooting for the issue. Advised discontinuation of the insulin pump. Nothing further reported.